Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The blood glucose reading was 423 mg/dl, which was treated with manual injection. Upon troubleshooting, it was found that insulin did not exit and the insulin pump alarmed no delivery. The customer noted that insulin did not exit with manual prime using the plunger; there was greater than normal resistance with the plunger push. Advised return of the reservoir. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.